Event description:
N/a

Manufacturer narrative:
Corrected fields; d4 (UDI). The fse replaced the defective part to correct the issue. After replacing the tether assembly the iabp passed all functional and safety tests.

Event description:
It was reported that during a routine inspection by a getinge field service engineer, the tether assembly of the cardiosave intra-aortic balloon pump (iabp) was found to be damaged. The tether could not be wound up even when the button was pressed. There was no patient involvement.

Manufacturer narrative:
Due to character restrictions in block e1: site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.